Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalize due to a high blood glucose. Customer's blood glucose level was 351 mg/dl. The customer declined to provide any information on the hospitalization. The device was not returned.